Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a hall sensor movement error; the caller mentioned that device is carried in the same pocket as a mobile phone and a phone case with two magnets. The patient's blood glucose at the time of incident was 6.8 mmol/l. Troubleshooting was initiated and when the autotest was performed the insulin pump alarmed with a failed motor self test. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump is eligible for replacement but no products were returned or replaced.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The motor was tested outside the device and it passed. No pump error 130 was noted during testing. The pump error 63 was confirmed in the pump history due to a cold solder joint at the keypad assembly. The pump was received with a cracked case on the back at the battery tube area. The pump was received with a missing display window cover. The pump was received with a cracked keypad overlay at the select button, minor scratches on the lcd window, case and keypad overlay.